Event description:
It was reported that the iab was inserted trans-thoracically 2004. 2 days later the pump began experiencing "leak/high pressure alarms". Because of this, the iab was removed and a replacement was not indicated. There was no associated patient complications.